Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported on social media that twice in less than 1 month the brush heads had broken apart in the consumer's mouth. No injury was reported.